Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10cl-us is available in the USA with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the pai region. The customer reported "no video/error msg, scope not connected and poor illumination on video image" involving pentax medical video colonoscope model ec34-i10cl, (B)(4). The event was reported to occur in the operating room before use. The customer stated camera-no image. No additional details were provided. The customer owned endoscope was received by pentax medical for evaluation on 21-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of no image and documented the following inspection findings: image blackout, leak at air/ water socket, failed wet leak test, suction tube resistance, objective lens chipped, failed dry leak test, fluid invasion in pve connector, air/ water socket o-ring chipped, insertion tube mild dent at stage 3, primary operation channel resistance, customer complaint confirmed. The components to be replaced include the following: o-rings and seals, distal end assy w/tubes & cmos assy, connector frame assy, pcb for driver (cmos), bending rubber, adjusting collar, angle wire assy. The endoscope is awaiting repair and approved by final qc as of 15-nov-2021. Model ec34-i10cl, (B)(4) has been routinely serviced at a pentax facility since the device was put into service